Manufacturer narrative:
(B)(4). Physio control evaluated the device and was unable to verify or duplicate the reported failure. Physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported failure could not be duplicated.

Event description:
During a morning inspection, it was reported that the device would not recognize the therapy cable connection. The device would not be able to provide defibrillation therapy in the reported condition. There was no pt use associated with the event.